Manufacturer narrative:
One medfusion 3500 pump was returned for the evaluation of the reported event. The pump was received with no appearance of a physical damage. A manufacturing DHR, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log displayed a "primary audible alarm post" error. To further investigate the reported issue, a power up process was performed and the reported issue was not duplicated. Acu watchdog is a sympathy alarm therefore the cause of the issue could not be determined. The j9 connector was fully seated and properly glued. The speaker was replaced and the pump passed all functional testing.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that there was a primary audible alarm and and acu watch dog error. There was no patient involved.